Event description:
New information received notes that episodes of post-paced t-wave oversensing (pptwos) exhibited by the implantable cardioverter defibrillator (ICD) were noted remotely via merlin.net. The ICD was reprogrammed. There were no patient consequences.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited episodes of post-paced t-wave oversensing (pptwos). No intervention was reported. The patient condition was unknown.

Manufacturer narrative:
Further information was requested but not received.